Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the charger power supply was defective and unable to power on a charger. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the defective power supply brick could not be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a battery charger was resetting.